Manufacturer narrative:
The screw was visually evaluated and there were signs indicating use on the cross slots and the tip of the screw. The pattern and the loss of the anodic layer on the screw are typical of interfacing with a blade and attempted insertion that slightly dulled the tip. The screw was functionally tested and was able to be inserted into white oak, but required additional force to purchase the wood due to the dull tip. The screw was also able to be retained on the blade as intended. The complaint is confirmed for the screw tip being dull. The distributor stated the screw arrived damaged but the damage to the screw was likely caused during attempted use. This type of tip damage is not likely to happen during normal handling without excessive damage to the packaging and different wear pattern on the screw tip. The most likely cause of the complaint is excessive force put on the tip of the screw during attempted insertion, which dulled the screw tip. The device history record was reviewed and there are no signs of manufacturing defects. The user facility is foreign; therefore a facility medwatch report will not be available.

Event description:
It was reported "the product was defect when the surgeon opened the package." Additional information was requested since this part is not distributed sterile, therefore the surgeon would not be opening the package during surgery. The distributor responded "the tip of the screw was missing. When the surgeon disinfecting the device, he found this issue. There was no direct patient impact." The evaluation of the returned screw identified damage consistent with attempted insertion.